Event description:
Complaint came in from a facility reporting a battery threshold issue. The batteries passed the discharge test but had 8 discharges below alarm threshold. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital representative did not have information regarding whether there have been ay reports of any patient injury or medical intervention. No additional information is available. This MDR is being submitted for the colleague cx volumetric infusion pump, catalog number 2m8161, as the colleague cxe infusion pump, catalog number 2m9161, is the same or similar to the us 2m8161.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.